Manufacturer narrative:
(B)(4) . Blank display and constant tone due to faulty component on the mother board. Unable to verify the displayable history, unexpected restart, external ram crc, watchdog alarm or perform the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that the customer¿s insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The device passed a self test as well. The insulin pump was returned for analysis.